Event description:
Initial result for a pt creatinine was 9.7 mg/dl. When repeated, the result was 5.9mg/dl. The incorrect result was not used to guide therapy. The field service representative was unable to confirm any malfunction of the system.